Manufacturer narrative:
Updated fields: h4, h6, h11 corrected fields: b5, g2 (added customer representative), h6 (removed medical device problem code - a09 output problem.) This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the water leakage detention, the endoscope reprocessor had water dyeing on its own, which stained the water supply hose mounting port.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the water dying on its own during water leakage detection, stain on the water supply hose mounting port. The issue had occurred during reprocessing. There were no reports of patient involvement.